Event description:
It was reported that the pump had a green blank screen with continuous audible alarm. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Per the investigation it was found the speaker didn't operate as intended, we were unable to determine why, found no visible damage. Replaced the speaker, performed power up process, audio test, performed preventative maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Event description:
Additional information was received that, most likely, the product fault occurred during setup and prior to patient use and the device was replaced with a functional backup pump.